Event description:
It was reported that patient had a procedure on (B)(6) 2019 to move the ipg pocket site to the other side as the pocket site was over the patient's belt line and thus physician elected to move it. Postoperatively, patient had effective therapy.